Event description:
It was reported that during a laparoscopic cholecystectomy, scissoring occurred. The rotate knob did not rotate. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.